Manufacturer narrative:
Based on the overall information currently available in this report, there is no clear evidence that the jada system caused or contributed to the need for the surgical intervention (dilatation and curettage) to preclude permanent body damage/impairment. The jada system was not placed due to the pre-existing blood clots which may provide a more plausible alternative explanation for the uncontrolled post-partum hemorrhage as further supported by the resolution of bleeding following clot removal. Per the jada system IFU "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada. "And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." However, out of an abundance of caution, the company will report this case as a serious injury MDR.

Event description:
Alydia health received a completed jada experience survey form that reported, "n/a" to the question regarding how quickly jada stopped the postpartum hemorrhage (pph) and noted, "jada was attempted to be placed however md could not express all clots prior to placement so she a d&c. After the d&c the jada was no longer indicated per md" in the area on the survey designated for feedback when 'jada did not stop bleeding'. The event date for this survey was noted as (B)(6) 2022, and the survey was received by alydia health on (B)(6) 2022. This patient is described as having a cesarean section (c-section) delivery with a prior pregnancy, obesity and pre-eclampsia. Her pph started one to six hours after an emergency c-section delivery. The patient's blood loss prior to jada use was reported as 816 ml. Prior to attempting jada placement, the patient received 1000 mcg of cytotec. No other interventions were reported. The information provided for this event was received from the survey and is very limited in detail. Follow up request made for further information on (B)(6) 2022, to date no additional information has been provided for this case.